Event description:
According to the rptr, the infant was found in his crib by the parents. The infant had apparently died. Resuscitation efforts were attempted, but failed. The rptr was reluctant to provide info since the case remains under investigation. The device remains in the custody of the state police. The state police are looking for a third party to examine and test the device for proper function. The state police are seeking the FDA's assistance in locating this third party.